Event description:
New information received also noted the suture sleeve of the lead had moved, which was noted during an unrelated procedure. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented in-clinic for a surgical revision procedure. Prior examination of the patient's right atrial lead revealed insulation damage. The right atrial lead was capped and replaced on (B)(6) 2023. No adverse patient consequences were reported.